Event description:
It was reported that the patient had experienced syncope. An intermittent loss of capture had been observed on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation damage at 1.4 cm from the lead helix. Electrical shorting was also found on the lead which likely contribute to the reported loss of capture.